Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('failed essure/essure coil not demonstrated/a partial essure coil is present at the surgical margin') in an adult female patient who had essure inserted for female sterilisation. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (salpingectomy laparoscopic). At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. The reporter commented: a partial essure coil is present at the surgical margin on (B)(6) 2020: procedure: salpingectomy laparoscopic performed and physician decided not to probe for the device was given the patient's primary concern was a tubal sterilization and not removal of the devices. In removal details reported there was resistance to ultrasonic energy on the right side consistent with the presence of a device and in gross description reported essure coil is not demonstrated in right fallopian tube. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jan-2021: quality-safety evaluation of ptc. (Product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('failed essure/essure coil not demonstrated/a partial essure coil is present at the surgical margin') in a female patient who had essure inserted for female sterilisation. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (salpingectomy laparoscopic). At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. The reporter commented: a partial essure coil is present at the surgical margin on (B)(6) 2020: procedure: salpingectomy laparoscopic performed and physician decided not to probe for the device was given the patient's primary concern was a tubal sterilization and not removal of the devices. In removal details reported there was resistance to ultrasonic energy on the right side consistent with the presence of a device and in gross description reported essure coil is not demonstrated in right fallopian tube. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.